Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The device was received with intermittent button response due to corroded keypad traces. The unit had cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window, cracked reservoir tube and stained end cap sticker.

Event description:
It was reported that the buttons on the insulin pump were unresponsive. Customer's blood glucose reading at the time of the call was 345 mg/dl and has treated with a manual injection. Customer was unable to troubleshoot at the time of the call. No further information reported.